Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Complaint sample was evaluated and the reported event was not confirmed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Review of radiographs identified the minimal eccentric superior position of the prosthetic head within the acetabular cup, most likely due to mild liner wear. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: item# unknown, unknown liner, lot# unknown; item# unknown, unknown stem, lot# unknown; item# unknown, unknown cup, lot# unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 02862, liner.

Event description:
It was reported that a patient underwent right hip revision surgery of the head and liner due to misalignment. Attempts were made to obtain additional information; however, none was available.